Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparascopic assisted pancreatic duodenectomy. He used a new pse60a with ecr60d to fire on tissue of duodenum, the gun managed to transect and staple but the blade stopped at the distal end of the jaw, even after the firing trigger was released. Surgeon proceed to press on the knife reverse switch but the gun was unresponsive. Surgeon proceed to use manual override lever to return the blade to original position. Surgeon inspected the staple line and cutline to ensure integrity of staple line. Subsequent firing surgeon open a new mechanical ec60a and completed the case without any complications to the patient.